Manufacturer narrative:
(B)(4). Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed intraocular pressure-induced interlamellar stromal keratitis (pisk) on the left eye (os) at 1 week post op exam. The brief description from the surgery center noted the patient had stage 2+ stromal edema. The patient¿s comments were that vision on left eye was blurry/foggy. The patient had experienced loss of best corrected visual acuity. The surgery center reported at 16 day post op, the uncorrected visual acuity of os was 20/60. Follow up was received indicating the edema was resolving with the use of lumigan eye drops and the patient commented on the blurry vision had improved. Bcva from (B)(6) 2015: right eye pre-op 20/20 -1.25 x.-.00 x 90, left eye pre-op 20/20 -2.25 x-.25 x 23. Ucva from (B)(6) 2015; ucva od: 20/15 os: 20/40

Manufacturer narrative:
Information was provided by the manufacturer. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.